Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.

Manufacturer narrative:
As part of our investigation, a dermatologist assessed images provided by the patient. Based on the images provided and the photo's timing, the skin irritation's depth only involves the epidermis, which would be more consistent with allergic contact dermatitis. According to the dermatologist, a ¿chemical burn¿ typically refers to coagulative necrosis from skin in contact with a caustic acid or base. Coagulative necrosis was not visualized in any of the clinic images provided. Based on the zio monitor ¿mct toxicological risk assessment technical report,¿ a caustic acid or base is not within the device formulation. A review of the complaint revealed that the patient wore the zio monitor for 10 of the 14 prescribed days. The patient has a history of reactions to medical adhesives and sensitive skin. The cause of the reported event cannot be determined; however, the patient¿s preexisting immune condition cannot be ruled out as a contributory factor. Additionally, skin irritation is an inherent risk of the device. The device manual's ¿warnings¿ section read as follows: do not use the zio monitor on patients with known allergic reactions to adhesives or hydrogels or with a family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. The manual also provides preparation instructions that state, ¿ prepare the patient¿s skin using the materials from the zio prep kit: a. Remove the razor by holding the cover on the sides and pulling down on the handle (fig. D). Shave the placement area. Do not add pressure to the razor, shave across the skin lightly. Note: do not place the monitor on an area with compromised skin. Please contact customer service for alternative placement sites.

Event description:
The patient reported skin irritation allegedly caused by the zio monitor. The patient believes that the irritation began during the abrasion process prior to the application of the device. The patient experienced redness and a burning sensation on the skin, which worsened over time. The patient observed an open lesion with cloudy discharge and removed the device. Subsequently, the patient presented to the emergency room and was allegedly diagnosed with a second-degree chemical burn. The patient was prescribed keflex 500mg (cephalexin), antibiotics, and a liquid lidocaine.